Event description:
The customer reported that the system locked up and continued to beep like it was fluoroing. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board (gib) battery and power supply were replaced, and the gib was reseated. The system was then found to be operating as intended.